Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information reported about the event description, provide the device return date and to provide the returned sample evaluation results. (B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed that the niti core wire and the platinum coil had been fractured on the distal segment of the platinum coil with the platinum coil having been stretched from the joint of the niti core wire, the platinum coil and the stainless steel coil to the distal fractured end of the device. The length of the niti core wire from the fractured end of the device to the joint of the niti core wire, the platinum coil and the stainless steel coil was compared with that of the current product sample and determined that the actual sample was found to be missing the distal extreme segment approximately 15 mm in length. Magnifying inspection of the platinum coil revealed that it had been flexed at the fractured end of the niti core wire and stretched along the total length. Magnifying inspection of the stainless steel coil revealed no anomalies or defects. The outside diameter of the stainless steel coil was confirmed to meet manufacturer specification. The outside diameter of the niti core wire was confirmed to meet manufacturer specification. The fractured end of the niti core wire was inspected under electron microscope on the lateral side and on the fracture cross-section and revealed that the core wire had been flexed toward the fractured end and a dimple pattern had been generated on the fracture cross-section. A retention sample from the involved product code/lot number combination was determined for the tensile strength test on the distal segment and confirmed to meet manufacturer specification. Functional testing was conducted: a runthrough ns retention sample was formed into a loop shape and subjected to a pulling force until it became fractured. The fracture cross-section was inspected under electron microscope and was found to have been flexed toward the fractured end with the generation of the dimple pattern on the fracture cross-section. The state of the fracture was found to be similar to that of the actual sample. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that distal segment of the actual sample was trapped was subjected to a pushing force. Subsequent application of some rotating forces caused the distal segment to be formed into a loop-like shape. In this state, the actual sample was subjected to a puling force, resulting in the reported fracture. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "if any resistance is felt or if the top's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire' tip, damage to the dilatation catheter, or damage to the vessel." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
Additional information was obtained on december 8th, 2016. It was determined not to proceed with surgical retrieval of the embolized gw tip. It became lodged into a very small septal branch of the left anterior descending coronary artery and deemed more of a risk to remove than to leave in place. The patient is participating in cardiac rehab and recovering without incident. The patient was reported to be a little anxious about the situation.

Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. The di portion is provided. The actual device has not been received and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device has yet to be returned

Event description:
The user facility reported that the radiopaque tip broke off during a procedure. Follow up communication with the user facility confirmed the following information: a 3 cm radiopaque tip broke off inside the patient; it became lodged in the patient's blood vessel; the broken piece was not removed during the procedure; intervention was attempted, but unsuccessful; the gw tip is still lodged in the patient; the initial procedure was aborted; blood loss was reported less than 250 cc; and the patient is currently stable but an emergency surgery will be needed.